Manufacturer narrative:
A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited image is not displayed due to damage on ccd unit and no electrical continuity due to corrosion on distal end. There was no patient involvement.